Event description:
During manufacturer's field service of the device, review of the device diagnostic log noted the ventilator was operating on backup battery power and the backup battery functioned until it depleted as a result of use, at which time the ventilator will shut down and alarm as specified due to loss of power. Per the ventilator operators manual, when the ventilator is powered by backup battery it will generate a non-resettable, non-silenceable alarm every 60 seconds. During this state a battery in use yellow led is lit. Operation will continue until the battery has 5 minutes of operation left. A red battery low led will flash and a non-resettable high priority alarm will sound. When the battery low indicator is flashing red, operation of the ventilator from the battery power should be discontinued. The customer reported that the ventilator was not powering on. The device was not in use on a patient therefore there was no patient involvement or harm. The service engineer reported the device backup battery was depleted and was able to duplicate that the unit would not power on via ac or battery power. The service engineer replaced the power supply to address the finding. Applicable final testing was completed and tests passed to operating specifications. Proper care, maintenance and testing should be performed when using battery power sources.